Manufacturer narrative:
This is one of two products involved with the reported event, which is associated with mfg report numbers 9610978-2007-00275 and 9610978-2007-00276. The product has been received; however, product analysis has not begun. Additional information will be provided within thirty days of receipt.

Event description:
The physician noticed that the distance between the two markers on savvy balloons were a little shorter than 10 centimeters. The distance was approx 9 centimeters. The balloons were clinically used for pre and post dilation consecutively without difficulty. There was no injury to the pt. The products will be returned.